Event description:
Healthcare professional reported rupture. The device has been explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Visual analysis of the photographs identified: rupture: not observed. Anxiety - product/procedure: unable to observe since it is a medical event and is not related to the device. Calcification: unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right rupture. And textured to smooth exchange, due to product concern. The device has been explanted and replaced.